Event description:
Case 1-a 66-year-old male patient with von willebrand disease status post bioprosthetic mitral valve replacement with a 29 epic valve (abbott cardiovascular inc) presented with shortness of breath due to structural valve deterioration (table 1). After heart team discussion, the patient underwent transcatheter mviv replacement with 26 mm sapien 3 valve ((B)(6)) p2 ml inflation volume. A 26-mm valve was chosen due to concern for a left ventricular outflow tract (lvot) obstruction with the use of a larger valve. However, he continued to have symptoms with elevated gradients. After further investigation, a patient-prosthesis mismatch (ppm) was suspected, and a surgical referral was made for surgical valve replacement. During surgery, we noted that the transcatheter valve was extremely difficult to mobilize from inside of the surgical valve. Once the surgical valve cuff was released, the transcatheter frame was found embedded into the myocardium. The frame was shaved off and both valves explanted en bloc. In the first case, the patient had a body surface area of 2.21 and a 26 sapien valve inside a 29 epic valve. Ppm was confirmed with a dobutamine stress echocardiogram. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference reports: mw5160186, mw5160188.